Event description:
A nurse reported that after implantation of intraocular lens (iol), noted a linear scratch on the iol which was outside of visual axis. Additional information was requested and received stating the issue was possibly due to cartridge or loading forceps. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. A photo was provided of the lens in the eye. There appears to be a scratch mark from the edge toward the center, right side. Unable to determine if this is on the anterior or posterior surface from the photo. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens and handpiece were indicated. A non-qualified viscoelastic was indicated the product investigation could not identify a root cause for the reported complaint. Based on review of the provide photo the lens appeared to be damaged. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Per the instructions for use (IFU): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).